Event description:
It was reported that this implantable lead exhibited undersensing. Due to the limited information received, further follow-up to obtain related details was not possible.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.